Event description:
It was reported that during a cholecystectomy procedure, the clip was malformed at the first firing. As the clip was not also fed into the jaw properly after the first firing. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.